Manufacturer narrative:
E1. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes an unspecified number of tubes had a loose closure, insufficient volume, and leakage of blood. Prior to use, an unspecified number of tubes were found unlabeled. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes an unspecified number of tubes had a loose closure, insufficient volume, and leakage of blood. Prior to use, an unspecified number of tubes were found unlabeled. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. After analysis, the customer's reported defects of missing label, underfill and stopper creepout can be observed. Additionally, 30 retained samples underwent a visual inspection for missing labels, and all samples passed. Furthermore, 29 retained samples underwent functional tests for stopper defects, and all samples passed without any stopper creepout or pop off. Additionally, 20 retained samples underwent a functional test for draw volume, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: missing label, underfill and stopper creepout based on a review of batch records and the investigation results, the root cause for missing labels, was due to improper adjustments during batch change from paper labels to mylar labels. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.